Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the hospital for an implant procedure on (B)(6) 2021. During the procedure, it was noted that the set screw in the pacemaker could not be tightened, and so the pacemaker was replaced. The patient was stable throughout.